Manufacturer narrative:
Mrs. (B)(6) has not been available for questioning regarding the incident. Management has tried to contact her several times to no avail. Management was informed by the neighboring business that mrs. (B)(6) was still in rehab as of (B)(6) 2019. No estimated date of return. During investigation, the stairlift was found stopped in the middle of the track. Batteries were depleted. Root cause on why the stairlift was in the middle of the track could not be determined at this time. No information could be obtained on the nature of mrs. (B)(6)'s fall but out of an abundance of caution, an adverse event report is being filed. If acorn gets the opportunity to speak with mrs. (B)(6) and clarify details surrounding the incident, a supplemental report will be filed. (B)(4).

Event description:
Neighbor, (B)(6), called to have the lift serviced. He stated that mrs. (B)(6) was in rehab due to falling in the residence. He could not state with any certainty whether the lift caused or contributed to the fall or not as he was not present during the incident. Lift was found mid rail.